Manufacturer narrative:
The reported event was not confirmed as the conical extractor was not available for evaluation. Thus, a physical examination of the device was not possible. Review of the manufacturing records revealed no discrepancies. The device was documented as faultless prior to distribution and as it had been in use for a longer time [since 2014] we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. Based on the information given an exact root cause of the reported event cannot be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. The file will be closed formally and in case the item and/or substantive information will become available in future we reserve the right to reopen the investigation and to change the root cause.

Event description:
When removing the screw, the instrument broke.

Manufacturer narrative:
The returned device matched the report and the reported event was confirmed. Review of the manufacturing records revealed no discrepancies and the device was documented as faultless prior to distribution. Inspection of the relevant dimensions was not possible due to the extent of damage. Mechanical properties of the material of the device are within specified tolerances. Thus, we exclude material faults. Appearance of the breakage surfaces as well as the oblique breakage line of the conical extractor indicate that the device broke in a brittle manner due to a combination of torsional overload and high bending stresses (using the item as a lever). The instrument is laser-marked with the information ¿do not lever¿ in order to prevent this kind of issue. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
When removing the screw, the instrument broke.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
When removing the screw, the instrument broke.